Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x5/8 safety shield broke off. It was reported by customer that they are we are having some safety issues with our bd needles. On multiple occasions the pink safety shield has popped off and also when we are screwing it on to the vials sometimes it breaks off. This happened to me personally before and yesterday it happened to one of our other lvns who actually had a needle stick incident. This is really dangerous working with our pediatric patients because sometimes they have fast hands too and I would hate for one of them to be poked. Rcc received a complaint via email. Item: 305759 quantity affected: 5 bx serial/lot number: (B)(6) po: (B)(4). Are any samples available for return? Yes reported issue: we are having some safety issues with our bd needles. On multiple occasions the pink safety shield has popped off and also when we are screwing it on to the vials sometimes it breaks off. This happened to me personally before and yesterday it happened to one of our other lvns who actually had a needle stick incident. This is really dangerous working with our pediatric patients because sometimes they have fast hands too and I would hate for one of them to be poked customer disposition request: customer contact information:

Manufacturer narrative:
No sample returned for investigation. Catalog number is unavailable and hence unable to perform the DHR review. Current control there is a visual inspection on broken cannula catch/cannula lock pin at the safety shield molding in-process inspection; fail hook ID inspection at the eclipse hub molding in-process inspection; activation/locking force functional test, deactivation/unlocking forces functional test and eclipse safety.

Event description:
Material #:305759 batch#:3340622 it was reported by customer that they are we are having some safety issues with our bd needles. On multiple occasions the pink safety shield has popped off and also when we are screwing it on to the vials sometimes it breaks off. This happened to me personally before and yesterday it happened to one of our other lvns who actually had a needle stick incident. This is really dangerous working with our pediatric patients because sometimes they have fast hands too and I would hate for one of them to be poked. Verbatim: rcc received a complaint via email. Email(s) attached item: 305759 quantities affected: (B)(4) bx serial/lot number: (B)(6) po: (B)(4). Are any samples available for return? Yes, reported issue: we are having some safety issues with our bd needles. On multiple occasions the pink safety shield has popped off and also when we are screwing it on to the vials sometimes it breaks off. This happened to me personally before and yesterday it happened to one of our other lvns who actually had a needle stick incident. This is really dangerous working with our pediatric patients because sometimes they have fast hands too and I would hate for one of them to be poked customer disposition request: